Manufacturer narrative:
Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial lead sought medical care due to audible tones. During the follow-up, high out of range atrial pacing impedances were observed, as well as atrial channel noise. These observations were able to be recreated during the office visit with provocation maneuvers. The patient was scheduled for a lead revision which was completed without adverse incident. During the revision, the chronic lead was surgically abandoned and another lead of same model type implanted. No resulting adverse patient effects have been reported.